Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 219058.

Event description:
It was reported that the patient developed an infection around the midback incision. Symptom of severe abdominal postop pain was noted. The physician believed that it was not device or procedure related. The patient was prescribed with antibiotics. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.